Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: tm90t0, serial# (B)(6). Product type accessory product ID: hh9020tdd, serial# (B)(6), product type. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a communicator device and a patient programmer device. It was reported that the patient stated about four times in the last month when they would try to bolus their handset would not connect to the pump and they would have to wait for about half an hour to try and bolus again and then they would miss boluses. Patient stated that sometimes they would have to wait about thirty minutes for the bolus to deliver. On 2024-08-16 (B)(6) update (con) additional information was received from the patient who called back stating they were getting 338 code but also getting not found for communicator. The agent had the patient close out of application and reset communicator. The patient was then able to connect to ptm and deliver bolus. Additional information was received from a consumer (con) stated that her persona therapy manager (ptm) and handset was beeping all night again and she was not sure why. The patient mentioned getting code 338. The patient services (pss) connected the patient to ¿hcit¿ to troubleshoot for the beeping sound on her handset. Additional information was received from a consumer (con) stated that the personal therapy manager (ptm) was very slow and gets stuck at the 90% at lot. The patient service (ps) had the patient try decoupling the handset to see if it would help or not to have a new connection. The patient stated that it happened right away and was able to see she could get a bolus in 9 minutes. Additional information was received from the patient who reported that they were having issues with their communicator not working right. The patient stated they didn't get all their boluses yesterday because the communicator light would just circle and circle. The patient also stated when they unplugged the communicator, the green light stayed on showing where it was charged or not charged and it doesn't ever do that. The patient clarified the indicator light turned green yesterday after charging it, but when they unplugged it, the light immediately turned orange and then started flashing orange. The indicator light issue started yesterday. The patient had to turn it off for about 40 minutes before they could get it to work and that happened 3 times yesterday. The patient wanted to bolus on call and was able to bolus successfully. The patient stated connecting to the pump is fast in the morning, but they get issues in the afternoon and evening. The patient stated they finally went to bed after being so frustrated from this and suffered withdrawal symptoms due to inability to get their boluses. The patient stated the communicator bluetooth light would never turn solid blue when trying to connect and confirmed communicator has not been wet/dropped. The issue was not resolved through troubleshooting. The patient also re-reported issues connecting and seeing service code 338. The patient stated the handset unpairing/repairing done the last time they called in ¿helped a lot - I didn't have any more issues until yesterday.¿ the patient inquired if they could get their handset unpaired and repaired again. The agent would obtain the information and call the patient to review. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the communicator. The communicator indicator light was showing green, but immediately when they unplugged it, the indicator light turned orange and then the orange light started flashing. Patient reported symptoms due to inability to bolus. No patient injury reported. The pump was used to deliver dilaudid and the indication for use was spinal pain indications. Additional information was received from the patient who reported they were still having issues with the handset just showing spinning when trying to get a bolus. The patient stated that sometimes they can¿t even get the communicator and the handset to re-pair. An email was sent to the repair department for a replacement handset due to the communicator already being replaced and the patient having ongoing issues. The communicator and handset not pairing consistently. No indication of patient harm.

Manufacturer narrative:
H3. Analysis of the handset found no anomalies were visually observed. It was able to connect to communicator and implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.